Event description:
It was reported that the (B)(4) power chair gets a control communication fault when chair goes over about a 1 inch door threshold. As a result the consumer has to turn the chair off and back on again before it will drive.